Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not form properly. The surgeon applied another device to complete the procedure. The hospital has reported that no patient injury occurred.

Manufacturer narrative:
8/18/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.